Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported an intermittent black display. No patient involvement reported.